Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (stent migration), patient's condition affected effectiveness of device (aortic neck dilatation). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (aortic neck dilatation).

Event description:
An aneurx stent graft systems was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately eight years and eight months ago. Aneurysm morphology from the time of implant is unknown. There was moderate tortuosity in the right common iliac artery and the aortic neck. It was reported that a recent follow-up CT scan revealed a distal migration which was attributed to continued aortic neck dilatation. Additionally, there was aneurysmal development in the distal right common iliac; however, no endoleaks were detected. An aortic cuff was placed proximally to address the stent graft migration. The right hypogastric artery was embolized and a stent graft implanted and extended down to the right external artery. No additional clinical sequelae were reported and the patient is fine.